Manufacturer narrative:
Additional information was received that the patient presented for a routine in-clinic follow up approximately one month later with a junctional rhythm in the 35 beats per minute (bpm) range. The rv lead exhibited high out of range pacing impedance measurements and loss of capture (loc). Fluoroscopic imaging revealed a lead fracture. An invasive procedure was performed. The lead was surgically capped and abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from the local field representative that the physician will continue to monitor the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead, presented to the clinic with complaint of pulsing in the device pocket area. Interrogation of the device revealed that the lead exhibited high out of range pacing impedance measurements and activated the lead safety switch (lss) feature. Automatic capture (ac) was also noted to be programmed on felt to be in retry at a higher output that would have been felt. Pocket stimulation was able to be reproduced in unipolar and bipolar configuration at maximum output. Additionally, noise was produced when the patient pushed their hands together resulting in oversensing of one or two beats. The patient was not pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting options. Ts also discussed the possibility of a lead fracture or insulation breach due to potential clavicular crush. Programming changes were made. No adverse patient effects were reported.